Event description:
Report received that during a routine prophylactic generator replacement, the surgeon identified "significant insulation and bloating". Based on this observation, the surgeon determined that a lead revision was needed. The old generator was replaced with a new one, but the lead was not replaced at the time. The generator was left disconnected from the old lead and the surgery was ended with the intention of performing a lead revision on another day. A diagnostic test was reportedly not performed. A review of the programming history of the old generator showed that on the day of replacement, it was interrogated. The interrogation showed the last 24 impedance check which was within normal limits. A review of the device history record indicated the lead has passed all quality inspections prior to being released for distribution.

Manufacturer narrative:
Event description, corrected data: follow-up report #1 inadvertently omitted information that the lead had been received by the manufacturer for analysis. Device available for evaluation?, corrected data: follow-up report #1 inadvertently omitted the indication that the lead was received and the data on which it was received. Evaluation codes, corrected data: follow-up report #1 inadvertently omitted codes that indicated the conclusions were pending the results from the evaluation.

Event description:
The lead was received by the manufacturer for analysis. Product analysis on the lead has not been completed to date.

Event description:
Further information was received that the lead was replaced. At that that time, the surgeon also provided information to why he determined the lead needed to be replaced. It was said that at the previous generator replaced, the plan was to replace a dual pin generator with another dual pin generator and leave the dual pin lead implanted. However, the surgeon saw that the lead was "bloated with fluid in some places" so he decided to replace the lead and implant the patient with a single-pin generator. He did not report seeing any bubbles or actual breakage and reportedly believed that this "breakdown" was only the result of time and not a defect of the product. Since the replacement allowed the patient to receive a newer generator model, the surgeon thought it would be beneficial to replace the lead. The impedance prior to the replacement was confirmed to be within normal limits indicating there was likely no breakage in the lead. The generator was received by the manufacturer and analysis was completed. Besides typical markings and discoloration seen with implant and the explant procedure, no surface anomalies were observed. The generator was able to be interrogated and system diagnostics were performed successfully. It performed according to its functional specifications. The data from the generator did not show any abnormalities. The lead was reportedly returned for analysis but has not been received by the manufacturer to date. No additional relevant information has been obtained to date.

Event description:
Further information was received that product analysis was completed and approved on the returned lead. The lead was returned in six pieces. The first two pieces included the connector pin as this was a dual pin lead. On the first lead pin, an indentation could be seen which likely occurred from implant/explant. This pin also had evidence of pitting in the vicinity of the boot. Throughout the remainder of the lead, there were many abrasions along the outer tubing noted. At one of the outer tubing abrasions on the fourth portion, the inner tubing also appeared to be abraded. This exposed the inner coil. Sem images were taken of this exposed coil and evidence of wear was found. However, no discontinuities were found throughout the lead. There were also observations of kinks, punctures, and cut openings, however these appeared to be caused by the explant procedure. Fluid was seen in parts of the inner and outer tubing and likely entered through the mentioned explant openings and wear abrasions. Besides the abrasions and corrosion seen, no anomalies were found in the lead. No additional relevant information has been received to date.